Event description:
Distal portion of trial stem broke, separating from proximal portion. Window was made in femur followed by several holes drilled in the trial stem. Bone punch was used through these drill holes to facilitate movement of the broken portion. Broken stem was removed. Pt is doing good. Device was sent for evaluation.